Event description:
It was reported that the pump was not infusing properly. A 71-year-old patient with initial (B)(6) was involved in the event. There were a patient involvement and no harm reported.

Manufacturer narrative:
H3: one device was received for evaluation, as received, no physical damaged were identified. The customer issue could not be replicated as the device was fund to be within accuracy. In addition, the device was found to have send out expulsor assembly and motor internal gear is a bit loses, i.e. Easily rotate. The probable cause of the report error was the user error, cassette/admin cassette, expulsor assembly, or motor assembly. Replaced expulsor assembly and motor assembly to resolve the report error. The device passed all functional tests after the repair.